Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from scope connector (s-cover) packing, air water (a/w) channel, plastic distal end cover (c-cover), light guide (lg) lens, and distal end. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, the air/water tube and cylinder had foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign objects in the air/water tube and cylinder. The additional evaluation findings are as follows: due to wear of the scope cover packing, water tightness was lost, the grip had a scratch, the suction cylinder had no color, the scope cover had discoloration, the switch box had discoloration, the right/left knob had discoloration, the up/down knob had discoloration, the control unit had discoloration, the scope connector cover unit had a scratch, the scope connector case unit had a scratch, the plug unit had a scratch, the label on the scope connector was damaged, due to damage on the air/water tube, water tightness was lost, due to a crack on the plastic distal end cover, water tightness was lost, due to adhesive peeling between the light guide lens and distal end, water tightness was lost, due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the objective lens had a crack, the light guide lens had a crack, the bending tube was deformed, and the universal cord's coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.